Manufacturer narrative:
(B) (4): follow up with customer found that the battery was disposed. Physio is unable to further evaluate/analyze the battery in question. Further root cause of the reported event could not be determined.

Event description:
Customer reported that while discharging a relatively new, manufactured the 24th week of 2009, lithium sulfur dioxide non-rechargeable battery pack, it expelled material while sitting on a shelf after 24 hours. Customer inserted the provided battery discharge plug to discharge battery. Physio-control's operating instruction specify customer insert the battery discharger on used non-rechargeable batteries and waiting seven days prior to recycling or disposing it. There was no patient use associated with event.